Event description:
It was stated that the patient had a history of a less-than-ideal positioning of the lvad pump, with suspected papillary muscle obstruction of the inflow cannula.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported inflow cannula obstruction and pump malposition could not be confirmed through this evaluation as no images were submitted for review, and the device remains in use. Review of the submitted log files confirmed the reported low flow alarms. Although a specific cause for the reported alarms could not be conclusively determined through this evaluation, the account reported that the patient had a history of less-than-ideal pump positioning. It was reported that the patient was experiencing continuous low flow alarms. A recent echocardiogram revealed heavy ¿smoke¿ and a semi-formed echodensity in the apical left ventricular assist device (lvad) cannula in the left ventricular apex. Additionally, the echocardiogram showed a narrowed color inflow jet, which the account stated was indicative of narrowed cannular inflow. Additional information was received reporting that the patient had a history of less-than-ideal positioning of the lvad pump, with suspected papillary muscle obstruction of the inflow cannula. The controller event log file contained events from (B)(6) 2025. Intermittent low flow faults and subsequent low flow hazard alarms were captured throughout the log file when estimated flow decreased below the low flow alarm threshold. No other notable events or alarms were captured, and the system appeared to function as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. For patients with low flow software system controllers, the heartmate 3 lvas pocket guides to alarms for patients (rev. A) and clinicians (rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 5 of the IFU, "surgical procedures", provides instructions on how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 5 of the IFU, under ¿preparing the ventricular apex site¿, instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, this section under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Corrected data: section a2: patient age corrected. Section b1: type of report corrected. Section h3: corrected. Section h6: medical device problem code corrected. Manufacturer¿s investigation conclusion: the reported inflow cannula obstruction could not be confirmed through this evaluation as no images were submitted for review and the device remains in use. Review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the reported alarms could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2025. Intermittent low flow faults and subsequent low flow hazard alarms were captured throughout the log file when estimated flow decreased below the low flow alarm threshold. No other notable events or alarms were captured, and the system appeared to function as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on left ventricular assist system (lvas), (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. For patients with low flow software system controllers, the heartmate 3 lvas pocket guides to alarms for patients (rev. A) and clinicians (rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 5 of the IFU, "surgical procedures", provides instructions on how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 5 of the IFU, under ¿preparing the ventricular apex site¿, instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, this section under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced continuous low flow alarms. A recent echocardiogram noted left ventricular assist device (lvad) cannulas in the left ventricular apex had heavy "smoke"/semi formed echodensity in the apical lvad cannulas with narrowed color inflow jet of 4-5mm. This was indicative of narrowed cannular inflow and lvad cannulas thrombus could not be excluded. Log files were submitted for review and the event log file captured low flow events with flow as low as 1.1 lpm. The lower flows were associated with elevated pulsatlity index (pi) values.